Event description:
Terumo medical received a user facility medwatch report # (B)(4). The medwatch event description stated that: "patient was brought to cardiac cath lab for radial approach angiogram. After radial artery access the wire was inserted and then an attempt was made to remove the wire and the needle. It was noticed that the wire unraveled and approximately 1.5cm broke off in the patient's skin and into the radial artery. What was the original intended procedure? Heart catheterization with possible pci. What problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working); preexisting characteristics that may have contributed to the event: coronary heart disease; diabetes; hypertension." Terumo medical corporation received the following reported information: the broken wire was retrieved from the patient by vascular surgery. Palpable radial pulse post-procedure was performed to confirm the wire was retrieved. The wire broke during the attempt of the removal of wire and needle. The patient was stable.

Manufacturer narrative:
. E3: occupation: patient safety manager / risk management. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.